Event description:
It was reported that the patient experienced intermittent stimulation and a loss of bladder control that occurred a few days ago. The patient stated that "when the stimulator shut off, she changed to a different program and then came back to the original program and the stimulator came back on again." The patient stated that she "had not tried timing out her stimulation on/off episodes because she could barely feel the stimulation and it was difficult to tell when it stopped." The patient further noted that she had her leads replaced on (B)(6) 2012 and the therapy "worked great until a few days ago." The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).